Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e2301 alteration in body temperature. H6: health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced dizziness, was unable to move her right leg, felt cold, was unable to speak properly, and was hungry. (The patient added that she already had issues with her leg prior to the incident.) The patient's professional carer was with her during this time and responded by calling for an ambulance. Paramedics arrived on site, checked the patient's blood pressure and body temperature, and performed a heart cardiogram. They also gave the patient a blanket and measured her blood glucose meter value which read 2.8 mmol/l and the cgm reading was 17.2 mmol/l. The patient was treated with four to five dextrose tablets, apple juice, and glucose gel. She was not transported to the hospital and had recovered from the incident by the time of the report the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.